Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose was unknown. Customer reported that the insulin pump had stopped delivering insulin at some point. Insulin pump was removed prior to hospitalization. Customer was treated with insulin injection. Insulin pump was unable to rewind. Customer agreed to return the device for analysis.